Event description:
On 07/07/2008, the pt reported that over the past 2-3 months, she has had elevated blood glucose readings of up to over 500 mg/dl. Her symptom is extreme fatigue and she corrects her readings by bolusing insulin. During troubleshooting, the pt stated her stress levels are "off the charts" and she has extensive pain as her cortisone shots have worn off. She stated, she was placed on an antibiotic on three days earlier, for a possible infection. She said she lowered her basal rates 1 month ago as she lowered her calorie intake but has recently increased her calorie intake. She stated, she has seen air bubbles in the insulin cartridge of her infusion device and they occasionally move through the infusion set tubing. She said she uses cold insulin in her cartridge. The proper procedure for filling and changing the cartridge was reviewed with the pt. On follow up with the pt, she stated she followed the proper procedure when changing her insulin cartridge and has had no further issues. She stated, her blood glucose levels are better than ever. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.